Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a pain stimulator in 1992. The pain stimulator got infection and was explanted in 2018 or 2019. It was also noted that the implantable neurostimulator was broken. No further details were known.